Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of missing component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20028e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a 17 inch ext w/.2 fltr & vlv port experienced a missing component before use. The following was reported by the initial reporter: "our cath lab department has been getting product with the same issue as back in february . Is this just how the product is or is this a production error. Thank you . . February verbatim. Bd product complaints team, we received item #20028e from lot #20119623 that had multiple sets that were missing the smartsite y-site."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a 17 inch ext w/.2 fltr & vlv port experienced a missing component before use. The following was reported by the initial reporter: "our cath lab department has been getting product with the same issue as back in february. Is this just how the product is or is this a production error. Thank you. February verbatim. Bd product complaints team, we received item #20028e from lot #20119623 that had multiple sets that were missing the smartsite y-site."